Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that a leakage occurred with three pump sets and it was noticed when feeding.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa. Three samples were received at the manufacturing site for evaluation. During the evaluation different issues with the bags were noticed. The first bag shows a hole in the silicon, the second sample shows silicon detachment and the last sample had a leak in the bag in the sealing. The possible root cause for the issue related to the leak for the sealing could be related to sealing process; the possible root cause for the issue related to silicon detachment could be related with stretching the peristaltic tubing before usage and/or incorrect placement in the pump causing additional stress to the tubing and detachment. Since one of the leaks was confirmed and it was related to the sealing process, this complaint will be confirmed. As corrective actions all the production personnel will be notified. Also a review will be performed to assure that the tool that was used during the sealing of the lot number reported was repaired or is not currently used. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.